Event description:
It was reported when the asymptomatic patient presented in clinic for follow-up, non-sustained lead noise due to post-paced t-wave oversensing was observed on a stored non-sustained lead noise electrogram. The device was reprogrammed. The patient condition is great.